Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 459 mg/dl. Reportedly, the suspected cause of the elevated bg level was unknown; however, the customer alleged that the pump was not working properly. To address the bg level, the customer delivered a correction bolus with the pump and increased the basal rate settings. Additionally, the customer changed out the infusion site and all of the supplies on the pump. Subsequently, the customer used a backup method of insulin delivery, and blood glucose (bg) level decreased to the 100's (mg/dl).